Event description:
Customer alleged making a left turn when the front right caster/fork (frog leg suspension fork) detached from the wheelchair. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct7a - serial number/date code (B)(4) is approximately (B)(6). The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male between (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The initial investigation determined the bearing seized on the caster causing the nut to shear off on the caster fork assembly. The fork assembly has been replaced and the issue is presently resolved.